Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly self-tests, and stress testing without duplicating the report. It is recommended to replace the main board as a precaution. The customer declined repair. The device was scrapped after testing. The device was replaced and sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.